Event description:
It is reported that the patient's surgeon is requesting implanted product identification and options for a revision surgery due to unknown reasons.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to an event and was not involved in an adverse event or product malfunction.